Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 28mm amplatzer amulet was implanted in a patient using a 14fr delivery sheath. The dimensions of the defect was 21 x 24 mm which was done by echocardiogram and angiogram measurements. After 1 day post procedure, during echocardiogram control, it was discovered that the device has embolized in left ventricle and the physician was able to recapture it through a transcatheter emergency procedure. The physician believes that the asymmetrical morphology and the left atrial appendage (laa) anatomy cause the device to embolized. The patient is stable.

Manufacturer narrative:
An event of device embolization into the left ventricle was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported event could not be conclusively determined but could of been as a result of patient anatomy.